Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Visual examination of the returned skyline spring clip driver revealed that the fracture was located at the driver¿s distal tip within the working end of the driver¿s shaft. Optical images of the fractured surface reveal plastic deformation of the spring tip and torsional shear markings following a circular pattern. This suggests that the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record found no discrepancies. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis for the product code found no emerging trends. The root cause of the skyline driver tip breaking cannot positively be determined. However, the optical images in the fracture analysis report reveals plastic deformation of the spring tip and torsional shear markings following a circular pattern suggesting that the driver underwent a quasi-static torsional shear failure. No corrective action/preventive action is necessary at this time as there have been no issues identified in that manufacturing or release of the skyline driver that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal tip skyline spring clip driver separated from shaft of the instrument during screw insertion. The broken tip was removed from the wound and a second screwdriver was used to finish the case. The difficulty resulted in a short delay with no adverse consequences to the patient.